Event description:
A report was received from the field indicating that a healthcare worker in her (B)(6) experienced headaches after opening the chamber to the sterrad 100s. Per the report, when the cycle completes there is an odor which causes the employee headaches. Medical attention was not sought. The worker was not wearing personal protective equipment (ppe) at the time of the event. The frequency of exposure to the sterrad unit is intermittent throughout the day. Load related information was not provided and/or whether the chamber was empty at the time of the event. This report is for the first employee.

Manufacturer narrative:
Capital equipment serviced at the customer's site: the field service engineer (fse) found the unit in use. The unit's history showed no cancellations in the last 135 cycles. There were three cancellations in the cycle history, operator cycle; 6286, low pressure in injection; cycle 6327 and moisture cycle; 6378. The fse observed that when the chamber door opened, the exhaust fans did not turn on. Found a loose connection on the control relay and was repaired. Verified that the fans operated properly. Verified the unit with auto test and an empty chamber cycle. The unit meets specifications. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number 2084725-2009-00570.